Manufacturer narrative:
(B)(4). The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon device was unpacked on (B)(6) 2018. According to the complainant, when picking up the product during unpacking, the weight of the product caused the package to open. Reportedly, this was not used in a patient. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. No patient complications have been reported due to this event.

Manufacturer narrative:
A visual examination of the complaint device revealed that the pouch had the chevron seal (upper sealed side) and the left sealed side opened. The device was returned outside the pouch. The opened sections showed seal marks along them with some torn sections observed on the opened sides. The returned device did not show any damages. This failure is likely due to the manner in which the device was handled and manipulated without direct patient contact during the preparation. Therefore, the most probable root cause is handling damage. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon device was unpacked on (B)(6) 2018. According to the complainant, when picking up the product during unpacking, the weight of the product caused the package to open. Reportedly, this was not used in a patient. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. No patient complications have been reported due to this event.